Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarm during rewind due to corroded motor home switch. They were unable to verify the motor position encoder error, unexpected restart and motor noise anomaly due to constant motor error alarm. There was no moisture damage in reservoir tube window are or on electronic assembly. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that the pump alarmed motor error, unexpected restart and motor position encoder error. He stated that there was insulin in the reservoir compartment. They were unable to rewind/prime the pump because of the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.